Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report varied readings with his meter. Analysis run on consensus error grid using mean reading (334) as reference point vs. Bd readings (528, 140) yielded some data points in the c zone of the grid, outside of acceptable ranges.